Manufacturer narrative:
Discrepant results were provided for an additional patient sample tested for glucose (patient 2). Patient 2 initial result was 12.1 (unit of measure not provided). The sample was repeated twice, with results of 199.

Event description:
We received an allegation of discrepant results for 1 patient sample tested for tina-quant albumin gen.2 (albt2) on a cobas c 503 analytical unit. The initial result was 2.21 g/dl. The sample was repeated twice, with results of 4.77 g/dl and 4.74 g/dl.

Manufacturer narrative:
The albt2 reagent lot number was 883906 with an expiration date of 28-feb-2027.

Manufacturer narrative:
Follow-up manufacturer report number 1823260-2025-05021-01 previously stated: "discrepant results were provided for an additional patient sample tested for glucose (patient 2). Patient 2 initial result was 12.1 (unit of measure not provided). The sample was repeated twice, with results of 199." Clarification was received that these results were related to "the lipid profile" and not glucose. The specific test parameter was not provided. The customer has had no further issues, and no additional information was provided for the investigation. Based on the information provided, the cause of the event could not be determined.